Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that 2x profile intscr 8x25mm packages listed the production date of the device as (2022), stated a 3-year expiration date, and stated a use-by date of 2027-08-31. The physician felt there was a discrepancy. The physician felt that either the expiration date is incorrect (it should be 5 years), or the screws are already expired. It was reported that the devices were not used in a surgical procedure. There were no adverse consequences to the patient. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to depuy synthes; however, photos were provided for evaluation. Visual inspection of the returned photos found that there is a diferent expiration date between the outer product label and local language label. Manufacturing investigation results for profile intscr 8x25mm *ea: the expiration date is 5 years. The label with the discrepancy is not placed at the manufacturing site. It must be placed at a relabeling center, either at the edc or the loc in (B)(6). The overall complaint was confirmed as the observed condition of the profile intscr 8x25mm *ea would have contributed to the complained device issue. Based on the findings, the potential cause is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.